Event description:
Reporter alleged blood glucose result of 486 mg/dl with undosed test strips on the active s system. The customer reported no symptoms, and took no treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.